Manufacturer narrative:
(B)(4). Medical devices: cer bioloxd option hd 36mm, pn 650-1057 ln unknown; unknown g7 shell; unknown g7 e1 neutral liner. Multiple MDR reports were filed for this event. Please see reports: 0001825034-2018-06991. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted.

Event description:
It was reported that patient was noted to have leg length discrepancy; right limb shorter than left on unknown date. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
The following report is being submitted to relay additional information received initial report was incorrectly marked as a product problem. Concomitant medical products: 650-1058 cer bioloxd option hd 40mm, 650-1065 cer option type 1 tpr sleve -3, 110017107 g7 finned 4 hole shell 60g, unknown g7 e1 neutral liner. The complaint cannot be confirmed since operative notes or x-rays were not provided from the event. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2018 -06991, 0001825034 -2018 -08933.

Event description:
It was reported that patient was noted to have leg length discrepancy; right limb shorter than left on unknown date. No additional information on the reported event is available